Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended, nor had the pink slide moved forward. These are indicators that a needle mechanism failure occurred. Additional method of treatment was not provided.